Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -14.00/1.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.